Event description:
An optometrist reported that approximately two months following prk (photo keratorefractive) surgery, the patient presented with corneal haze in both eyes. The event was treated with increased steroid eyedrops. The patient was not having any symptoms when the event was discovered. In a follow up, the optometrist reported that the patient has not yet been seen for follow up, the optometrist reported that the patient has not yet been seen for follow up, and the patient outcome was unknown. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).